Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2023 and reservoir was used. During surgery when the surgeon tried to fit it into the reservoir, the adapter broke. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis of the product, it appears to have been cut.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? J2223322. Please clarify, did the issue occur before activating the reservoir? Yes. How was the issue resolved? Unk. Please perform and document the follow up attempt for product return. We regularly contact with sales rep about the device returning. H3 evaluation: complaint sample review: one complaint sample of reservoir bulb with partial cut at connection port base, was received for evaluation, product was inspected visually, below are detailed findings. Connection port of the bulb was cut partially at the base, and there were some cut marks visible on the section area. Other end of the separated connection port of around 5~6 mm was stuck inside the connector, and there were also visible cut marks on the section of the connection port. Retention sample of complaint lot were checked and found satisfactory. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.